Event description:
It was reported that the ilet displayed ¿unable to proceed¿ during a supply change and repeatedly issued an alert to restart; after multiple restarts and dry runs via the ilet and ilet mobile app, the alert reoccurred, consistent with a mechanical problem and an insulin delivery motor stall, and a replacement device was arranged. Symptoms included hyperglycemia as indicated by elevated glucose readings reaching 400 mg/dl without reported clinical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with consecutive stalled motor behavior during insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.